Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the csv file showing several alarm 113s (reduced water temperature control) due to the chiller unable to reach 4c in an arctic sun device. Per wo notes, a review of the data file showed that the mixing pump appeared to be working, the chiller temperature (t4) was around 10c, but it could not reach the commanded 4c which resulted in several alarms. They have the device go to biomed for evaluation and recommended at least a calibration to start and then could evaluate that and determine a path forward for service options.

Manufacturer narrative:
The reported event was unconfirmed. The root cause for the reported event could not be determined. The case data file was evaluated. Therapy started at 10:53 and the device immediately started making very cold water indicating good mixing pump and chiller function. The device functioned as expected throughout therapy until 16:20 where alarm 116 was displayed. At 16:26 when alarm 117 was then displayed. Therapy stopped and restarted at 16:38 with no further alarms for the remainder of therapy. No alarm 113s were found in the case data file. Per follow up information received via task on 10oct2025, the clinical engineering team re-calibrated the device, and it has been functioning properly since. A DHR review is not required as the reported event is unconfirmed. A risk review is not required as the reported event is unconfirmed. A labeling review is not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the csv file showing several alarm 113s (reduced water temperature control) due to the chiller unable to reach 4c in an arctic sun device. Per wo notes, a review of the data file showed that the mixing pump appeared to be working, the chiller temperature (t4) was around 10c, but it could not reach the commanded 4c which resulted in several alarms. They have the device go to biomed for evaluation and recommended at least a calibration to start and then could evaluate that and determine a path forward for service options. Per follow up information received via task on 10oct2025, the clinical engineering team re-calibrated the device, and it has been functioning properly since.